Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion observed in the distal end cover channel and around the objective lens, as well as the detachment of the bending section, was determined to be an expected or random component failure unrelated to any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the bending section of the cystonephrovideoscope had become detached. Corrosion was also noted around the distal end cover, inside the channel, and around the objective lens. There was no patient involvement.